Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. As a result, a revision procedure was successfully performed. No adverse patient effects were noted.